Event description:
Report 1 of 2. It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) there was a molecular false positive. No patient impact reported. The following information was provided by the initial reporter: "customer is reporting molecular false positives for product 442023. Total quantity of product showing defect: 2 different patient specimens. Lot number not available. Sequence number: (B)(6).

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k222591. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.

Manufacturer narrative:
Batch no.: unknown customer reported a molecular false positive result. Neither photos nor returned good samples were received. Complaint is unconfirmed. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10

Event description:
Report 1 of 3 it was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) there was a molecular false positive. No patient impact reported. The following information was provided by the initial reporter: "customer is reporting molecular false positives for product 442023 total quantity of product showing defect: 2 different patient specimens. Lot number not available. Sequence number: 449292997503"